Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box revealed a "low battery" alarm on (B)(6) 2012 at 9:45am. Call service alarms were observed in the black box history and alarm history on (B)(4) 2012 but not duplicated during testing. There was no damage found to the battery cap or battery compartment. The pump was booted to the verify screen with the appropriate audible and vibratory alarms. The pump was exercised for 24 hours with returned battery cap with no power issues. There was no evidence of moisture or damage found to the battery flex or power circuit. The rewind, prime and load steps were performed on the pump with no issues. Unrelated to the complaint, the bt1 was found to be leaking and evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump would not power on. The patient replaced the battery to no avail. There was no damage seen to the battery compartment or cap, and the battery cap was tight and secure. It was noted the patient had not replaced the battery cap for two years. The manufacturer recommends the cap be changed every six months. There was no patient injury associated with this issue.